Event description:
It was reported that when the patient presented in clinic for follow-up the device exhibited oversensing on both the atrial and ventricular channels. The device was reprogrammed to address the atrial oversensing only, as the ventricular oversensing could not be reproduced in clinic. At a later follow-up the device continued to exhibit ventricular oversensing and also showed occasional undersensing on the atrial channel. The device was reprogrammed to address the ventricular oversensing and remains implanted. The patient will be monitored.